Event description:
It was reported during a routine follow up high voltage impedance out of range alert was observed. There were no out of range markers in the trend, but the lifetime range showed low measurements. The physician did not suspect a device issue. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.